Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced cardiac tamponade. During an ablation a nrg transseptal needle was selected for use. After the farawave catheter was inserted into the left atrium, the right superior pulmonary vein (rspv), right inferior pulmonary vein (ripv), left superior pulmonary vein (lspv), and left inferior pulmonary vein (lipv) were isolated. The ablation portion of the procedure lasted approximately 45 minutes. Once the procedure was finished, an echocardiogram was conducted to assess for pericardial effusion, revealing fluid accumulation behind the heart, which lead to drainage treatment. Following this treatment, the patient returned to the room with stable vital signs. No further complications were reported. The device is not expected to be returned for analysis (disposed). It was further the transseptal was successful with nrg without any issues. The patient's vital signs remained stable during tsp. There were no malfunctions or contributions from nrg to cause patient complication. The timing of tamponade occurred was not confirmed.